Manufacturer narrative:
Unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were broken, a non-original equipment manufacturer battery was identified, the top and bottom cases were disconnected, there was chipping and cracking on the top case, the right plunger case was cracked and there was corrosion on the interconnect board. Functional testing duplicated the reported issue, "e fail safe hardware" error occurred at power up. The investigation determined that the main board no longer operating as intended was the cause of the reported issue. The main board was replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service the previous year and there was no indication of a service issue during the investigation., corrected data: h6: health effects.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump reads fail. No patient involvement reported.